Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump's basal rate, I:c ratio, and isf factor reset after the battery was replaced and the patient had to reset these settings. The patient also reported the date/time reset to factory settings. The issue was not resolved. The patient suffered no injury due to this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 24 hours on a 1 unite per hour basal program with no issues. The pump was then powered down and powered back up. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Investigation revealed that the patient was not using fully charged batteries when performing battery changes. All electrical current readings were within normal specifications. There were no defects found with the pump's internal components.